Event description:
It was reported that during a band to gastric sleeve conversion procedure, the device's blade broke off and it was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.